Event description:
The customer reported to baxter that per a meeting between the customer and the patient's family member on (B)(6) 2010, she was notified by the family member that blood was leaking on the floor and in the bed from the patient's i.v. Tubing. It was leaking from the upper clearlink y port on the clearlink extension set. The patient was receiving tpn solution and lipids were piggybacked on the upper y site of an unknown carefusion primary set with the (B)(4) extension attached. The (B)(4) was connected to a microclave valve on a central line. The nurse noted that blood was backed up from central line through the extension set. The nurse confirmed there was no harm to the pediatric patient and the sample was not retained. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.